Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the vessel sealer extend (vse) instrument had not been functioning as intended. The vse instrument was not sealing effectively and was unable to perform cuts. The procedure was completed with no report of patient injury. Intuitive surgical inc (isi) followed up with the initial reporter and obtained additional information. There was no patient injury. The vse instrument did not function properly, either did not work at all or failed to perform adequately. The vse instrument was used for only a few minutes. The instruments did not seal properly. There was no effective sealing function, and cutting was not possible. Only a cold cut. It appeared that the wattage was lower than expected, and sealing was insufficient. The "cut" function technically worked, but due to improper sealing, using it gives a significant risk. Therefore, the customer chose not to use the instrument. Errors did not occur. Yes, the tones were audible, but the device did not function properly, this was the case with all five instruments. In some cases, the seal cycle took very long or did not complete at all. Tissue cut was not fully sealed. The customer proceeded with new vse instrument.